Event description:
The facility states when they plugged the unit into the outlet to charge, the unit allegedly sparked and caught fire. No injury is alleged.

Manufacturer narrative:
MFR received conflicting info surrounding a complaint that resulted in the facility using a fire extinguisher. The initial complaint stated they plugged a charger in and the incident had occurred. A f/u call from the MFR and the facility now states they flipped the arm up on the chair in order to transfer the pt out of their chair, and while transferring the pt, the incident allegedly occurred. There is no serious injury reported. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Malfunction is not confirmed. MFR is attempting to obtain product for inspection.